Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an peripheral interventional procedure, a balloon rupture occurred. The 87% stenosed lesion was located in a moderately tortuous, moderately calcified left arteriovenous shunt. The lesion was 32mm long, 5.8mm in diameter, eccentric and de novo, and there was a significant bend involved in the lesion of less than or equal to 45 degrees. The wanda balloon ruptured at 6atms on the initial inflation. The balloon was removed, and the procedure was completed with another of the same devices. No patient complications were reported, and patient status is stable. This product is only ous approved but it is similar to an approved us device.